Manufacturer narrative:
The reported condition of, gaping hole near the second y-site, was confirmed. Part of the tubing near the second y-site was observed cut-off from the returned sample. As the cut is longitudinal and not horizontal, it is unlikely that the cut is caused by the cutter in the extrusion process. From the appearance of the cut, it appears to be generated during the packing process by the form fill seal machines. The process has been instituted with built in sensors to detect any wrong placement of sets that would potentially be damaged. However, such occurrences are remote and this is an isolated incident since (B)(6) 2010. Batch review was conducted on the reported batch with no abnormality observed. (B)(4).

Event description:
The customer reported to corporate product surveillance that an IV set leaked because of a "gaping hole near the second y-site." In this case, it leaked during setup and was discovered right away. The problem was discovered on (B)(6) 2010 in the hem/oncology clinic. This condition occurred with one (1) interlink continu-flo solution set, product code (B)(4), lot number s10a04016r. The source of the hole is unknown. There was no patient injury or medical intervention associated with this report. No additional information is available.